Event description:
Info received indicates the valve was abandoned during implant when the surgeon stated the valve tore during suturing. Hcp reported that although the pt expired before leaving surgery in 2004, the death was due to the pt's condition prior to the case and was not valve-related. The valve was not retrieved.